Event description:
It was reported that the 8120 pca module failed preventative maintenance. There was o patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of failed preventive maintenance was due to the rear case. Replaced rear case, handles, front/rear doors, lock, lock label, latch, barrel clamp, flange gripper, wiper seal, lt/rt iuis. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/10/2011 to the present date 11/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
(B)(4).